Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2008,product type: programmer, patient. Product ID: 3587a, lot# l52501, implanted: (B)(6) 1998, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) died and shut itself off completely 3 weeks prior to the thursday prior to this report. The patient was redirected to the patient¿s healthcare provider (hcp) to discuss replacement and surgery. Follow-up was performed to determine if any troubleshooting had been done, if the cause of the event had been found, if a surgery had been scheduled or taken place, and if the patient had any further concerns with their device. This event will be updated if additional information is received.